Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl in the morning. The customer's blood glucose was 539 mg/dl after a reservoir set change. The customer treated with a syringe set. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did exit. The customer was advised that the pump is working as designed.